Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was an alarm on the patient's device and upon interrogation, it was noted there was high impedance. During follow up patient was asked to do some movements with the left arm while ECG (electrocardiogram) and impedances were measured. It was shown that with the movement of the left arm farfield increased, also noise and impedance increased. It was noted there was possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis found the setscrew marks on the connector pin were too proximal. There is only one set of setscrew marks on the is-1 pin and it is too proximal. The lead was not fully inserted into the device.